Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. D4: batch # t5e50j. H6: component code =g04. Investigation summary . The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Pc-(B)(4). Batch # t5e50j. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested, and the following was obtained: can you please confirm, is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, can you please describe? (E.g.: extended hospital stay, re-admission, re-operation, etc.) Response: as of now, current patient status is an unknown and hcp had not mentioned any additional consequences or changes in post-op care.

Event description:
It was reported that the powered vascular stapler (pve35a) was used in a laparoscopic donor nephrectomy case to staple on the renal artery and renal vein. For the stapling of the renal artery, the stapling was done smoothly and without incident. As for the stapling of the renal vein, surgeon had clamped the jaw of the pve35a at the cuff of the renal vein, at the junction between the renal vein and the inferior vena cava. On the laparoscopic monitor, it was seen that there was a big bite of the jaw on the cuff of the renal vein and possibly incorporating a bit of perirenal fat into the stapler jaw. After surgeon was satisfied with the position of the stapler, surgeon proceeded to fire the pve35a. The motor sound of the pve35a was heard, indicating that the knife was advancing forward. After a while, no audible motor sound was heard. It was uncertain if the stapling sequence had been completed, so surgeon proceeded to try to open the stapler jaw. The jaw of the stapler could not be opened, thus indicating that the knife was still in the advanced positioned. Hence, decision was made to use the reverse knife switch button to return the knife to the home position. The reverse knife switch button was pressed however no effect was observed as the knife still did not return to the home position. Alongside that, the reverse knife switch button was loose (sliding back and forth when force is applied to it) and not rendering any knife effect, appearing defective. Decision was then made to use the manual override function. After engaging the lever of the manual override, the knife was successfully returned to the home position and the jaw could be opened. The pve35a was then removed from the patient. The inspection of the staple line showed that the staples had been successfully formed however the cut line was insufficient as there was still a tissue tag present. Surgeon then proceeded to fixate a metallic clip on the tissue tag and transect the tissue tag with laparoscopic scissors. The staple line appeared hemostatic with only light oozing present. Upon inspection of the vasecr35 reload, it was seen that the staple drivers were visible, thus indicating staples had been formed. Inspection of the vasecr35 reload also showed there were small amounts of fat in the cartridge knife channel as well as a few loose staples. The delay caused by this stapling error encountered on the renal vein, led to a slight delay in the warm ischemic time of the kidney. Total warm ischemic time was 3 minutes and 31 seconds. Surgeon had mentioned that the stapling of the renal vein felt unnatural and would like to know what could have caused these stapling errors encountered.